Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -2.5/1.5/165 (sphere/cylinder/axis), implantable collamer lens. Has an event. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5- the reporter indicated that the surgeon noted a 13.2mm vticm5_ 13.2 implantable collamer lens of diopter -2.50/1.5/165 (sphere/cylinder/axis) tore/broke during loading. The damage was noted after opening the vial. The lens was not implanted. On (B)(6) 2023 a backup lens was implanted into the patient's left eye (os) and the problem was resolved. The cause of the event is unknown. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_ 13.2 implantable collamer lens of diopter -2.50/1.5/165 (sphere/cylinder/axis) into the patient's left eye (os). Reportedly "we are currently in the process of waiting for the clinic's response". Lens remains implanted. Claim# (B)(4).